Event description:
Intensvie care unit(ICU) medical plumduo pump experienced a frozen/unresponsive touch screen after removal of infusion cassette. The pump was also alarming for the cassette removal; however, due to unresponsive screen, the alarm could not be resolved. Battery removal from the device was required to resolve the issue.